Event description:
Reporter states that proximal segment staple was found to be out of the sterile packaging. A 60mm staple was used instead. There was no adverse consequence for the pt or delay in surgery or anesthesia time.